Event description:
It was reported that during the insertion of the bag for retrieval of the gallbladder during a da vinci cholecystectomy surgical procedure, it was noted that the cannula seal broke. The plastic piece and wings went into the trocar and into the patient. All items were retrieved. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed the cannula seal was on a 8mm da vinci trocar. The laparoscopic grasper and endo pouch successfully passed through the seal. The cannula accessory was inspected prior to use. The fragment was able to be retrieved laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve the fragment. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of fragment falling into the patient. There was no adverse event, harm or injury to the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. There was no adverse event since the fragment was retrieved laparoscopically during the same da vinci surgical procedure and no additional medical intervention was required. However, this complaint is being reported due to the following: the cannula seal from the cannula accessory broke off and fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the cannula seal was broken. The green cannula seal was analyzed and found with multiple missing pieces. The two trap door retention flaps were torn off, the trap door(clear plastic piece) was missing and not returned, and the 5mm converter were completely detached from the 8mm cannula seal. Two of the three failures was replicated in-house. During testing, both flaps and the trap door fell inside the cannula but the trap door was retained by the cannula bowl. Both failures were not considered mishandling since they were following the single site user manual which advises the use of an 8mm cannula seal with a 10mm accessory cannula. Failure analysis investigation also found the 5mm converter detached from the 8mm cannula seal. This failure likely occured by pulling the components apart. Failure analysis concluded that the this failure was likely due to mishandling/misuse. - the endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.